Event description:
Allegedly, the surgeon confirmed the clear-zone under the shell on 8-3-11 and he confirmed the expanded clear-zone under the shell on 4-16-12. The patient complained of pain on 7-2-12 and surgeon confirmed that the shell came away from the acetabulum. Revision surgery was performed. He is doubting ''armd'' about this incident but would like an investigation of the damage and wear of articulating surface.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00967, 00968. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the product. (B)(4): evidence that product in specification when used.